Manufacturer narrative:
Complaint conclusion: during use of a powerflex pro (4mm x 10cm), it was reported that the balloon catheter was delivered to the lesion and inflated. However the balloon ruptured and was confirmed. Therefore the balloon was removed intact from the patient and another unknown balloon inserted and the procedure was finished successfully. There was no reported patient injury. The target lesion was unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, there was no difficulty removing the protective balloon cover and there was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio or the type/brand of inflation device used. The following information is also unknown, if the same indeflator used successfully with other devices, if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, and if the balloon catheter kinked while being used. It is also unknown if the balloon ruptured during its initial inflation, the amount of times the balloon was inflated, the amount of times the balloon was inserted into the patient and at how may atmospheres did the balloon burst. The product was not returned for analysis. A device history record (DHR) review of lot 17348099 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and mild tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During use of a powerflex pro (4mm x 10cm), it was reported that the balloon catheter was delivered to the lesion and inflated. However the balloon ruptured was confirmed. Therefore the balloon was removed intact from the patient and another unknown balloon and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop, there was no difficulty removing the protective balloon cover, there was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio or the type/brand of inflation device used. The following information is also unknown, if the same indeflator used successfully with other devices, if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, and if the balloon catheter kinked while being used. It is also unknown if the balloon ruptured during its initial inflation, the amount of times the balloon was inflated, the amount of times the balloon was inserted into the patient and at how may atmospheres did the balloon burst. The target lesion was unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown.